Event description:
It was reported that during a dialysis graft declotting intervention procedure, balloon rupture and shaft fracture occurred. The physician inserted the 8.0 x 80 x 70cm mustang balloon catheter without an introducer sheath over a non bsc guide wire into the 80% stenosed, moderately tortuous and severely calcified av fistula. The balloon catheter ruptured circumferentially at 24atm on the second or third inflation. The procedure was ended because the graft had adequate flow but the physician was unable to fully dilate the outflow venous stenosis. While withdrawing the device, difficulty was encountered therefore, the physician pulled hard and the shaft severed in the area where the balloon had ruptured. The device was removed successfully and intact. There were no patient complications reported and the patient status is fine.

Event description:
It was reported that during a dialysis graft declotting intervention procedure, balloon rupture and shaft fracture occurred. The physician inserted the 8.0 x 80 x 70cm mustang balloon catheter without an introducer sheath over a non bsc guide wire into the 80% stenosed, moderately tortuous and severely calcified av fistula. The balloon catheter ruptured circumferentially at 24atm on the second or third inflation. The procedure was ended because the graft had adequate flow but the physician was unable to fully dilate the outflow venous stenosis. While withdrawing the device, difficulty was encountered therefore, the physician pulled hard and the shaft severed in the area where the balloon had ruptured. The device was removed successfully and intact. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: initial examination noted that a portion of device shaft was returned for analysis, the bifurcation of the device was not returned. It was noted that the balloon material was torn circumferentially and detached from the catheter shaft, however the proximal balloon sleeve was still attached. The distal tip was detached from the single lumen shaft. The single lumen shaft was severely stretched. It was noted that the distal portion of the circumferentially torn balloon was attached to the distal tip. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause classification of this investigation is user/use error as the device was inflated past its rated burst pressure. (B)(4).

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).